Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced suspected left sided rupture post procedure per magnetic resonance imaging and bilateral breast pain and discomfort post procedure. Baker grade IV capsular contracture was ultimately diagnosed. As a result, an explant and bilateral replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. Both devices were found to be intact with explant. The suspected left sided rupture was reported initially under 1645337-2022-06912 on (B)(6) 2022. On (B)(6) 2022, mentor received additional information and initially awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left rupture per magnetic resonance imaging/breast pain. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).